Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported an infection following use of the associated tonometer. Additional information has been requested.

Manufacturer narrative:
The manufacturer provides directions for use (dfu) which includes appropriate cleaning, disinfection, and sterilization of the tonometer. The tonometer manufacturer stated, ¿it is highly unlikely that a sterilized tonometer would contribute to cross contamination resulting in patient infection. The preferred method of sterilization is steam, following the cycles parameters outlined in cleaning method 4. Pre-vac steam is the best way to sterilize the tonometer.¿ there are multiple factors that could contribute to the occurrence of an eye infection. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).